Event description:
Patient stated that on (B)(6) 2020 a v-go fell off during the day and was promptly replaced. Patient stated that on (B)(6) 2020 a v-go fell off while sleeping and replaced the v-go as soon she woke up. Patient stated she discarded v-go's worn prior to this report.